Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed by the device. It was noted that the patient did not receive therapy during the oversensing. The noise was not reproducible in clinic. A chest x-ray was performed. No intervention was reported. The patient was in stable condition.